Event description:
The physician reported that no water came out of the syringe needle before surgery. The procedure type was unknown. The surgery was performed and completed after replacing the product with another one. There was no report of patient harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One opened cannula in a bag was received for the report of no water came out of the syringe needle before surgery. Sample was visually inspected and found to be nonconforming, foreign material clear/yellow in color observed in the tip of the cannula. The sample was sent for particulate analysis, the foreign material was analyzed using fourier transform infrared spectroscopy and comparison to the infrared spectra to the library of spectra finds the best match to be protein. No lot number was identified with this complaint; therefore, a device history record review could not be conducted. The photos attached to the parent complaint were reviewed by the manufacturing site. Photos show a syringe and a cannula with foreign material on tip. Reported issue confirmed from photo. The complaint evaluation confirms the presence of foreign material in the tip of cannula. The particle analysis found that the foreign material occluding the cannula best match to be protein. Protein is not a material used in the manufacturing and packaging process of the cannula. How and when the cannula became occluded with protein cannot be determined from this evaluation and a root cause cannot be determined for the complaint as described by the customer. The most likely source of the foreign material is from surgical material. No specific action with regard to this complaint was taken because the root cause for the complaint issue cannot be determined from this evaluation. An acceptance quality limit (aql) sampling is performed to ensure that the product meets release acceptance criteria. Complaints are reviewed and monitored at regular intervals for any significant adverse trends. No adverse trends have been observed associated with the reported product and event. No further actions are required. The manufacturer internal reference number is: (B)(4).